Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found an optim sheath abrasion consistent with friction to the device can was noted in one location proximal to suture sleeve impressions with no damage noted to the silicone insulation.

Event description:
This report is to advise of an event observed during analysis.